Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results of 31.5 mmol/l and 7.7 mmol/l within 10 minutes. Reported a second, separate comparison of blood glucose results of 12.5 mmol/l and 3.2 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return.